Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day following implant, the right ventricular (rv) lead exhibited increased/high thresholds. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.